Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No motor error, excessive no delivery alarms or displacement anomalies were noted. Unit failed to vibrate during self test due to broken black vibrator motor wire. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was able to rewind but there were multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.